Event description:
Info received indicates the surgeon did not sterilize the non-sterile product prior to implant, alleging inadequate labeling. Hcp reported the following day that the pt expired post-operatively due to non-valve related issues.